Event description:
Caller reported a malfunction on pump with malfunction code malf 0. There was no adverse impact to customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support provided information to reset pump and assisted caller in the process. After resetting, malfunction code did not recur, and customer was advised to continue using pump and to call back if issue reappears.